Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "1870" error code on power up during the investigation. Investigation recommend that the pump motor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "lec 1870". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
H6: patient code updated to 2645.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "lec 1870". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects. Additional information was received on 03/11/2020 indicating that there was no patient involvement. The product problem was observed during testing